Event description:
It was reported that the patient was experiencing dysphagia which had progressively gotten worse per the mother and was now in the hospital. The mother was not sure if the event occurs with stimulation but stated that the settings had been increased since the patient was implanted and never decreased in settings. The mother also reported that the swallowing difficulty has progressed over the last 6 months, but remains intermittent. Mom reported he is also experiencing increased phlegm/secretions. No additional relevant information has been received to date.